Manufacturer narrative:
Product complaint # (B)(4). Additional information: lnstituto grifols, s.a. Has conducted the investigation that has been possible considering the minimum information received {the number of the tips}. It was requested to ethicon to carry out an investigation of the batch of tips involved, as ethicon is the supplier of vistaseal dual applicator. The investigation was provided focused on reviewing the results of batch records for the batches of tips used. It is concluded that all the components parts utilized for the involved batches met the established specifications with no incidents related. Since no additional information was received, essential for conducted a proper investigation and there are no pictures available to date, no definitive root cause could be determined. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b.. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a prostatectomy procedure on an unknown date and a fibrin sealant preparation device was used. The fibrin sealant preparation device wasn't able to be opened and assembled. They had to get another device to proceed with the case. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # ==> pc-(B)(4) h6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What is the vst10 final kit lot? 2. Please clarify, was the device difficult to be removed from its packaging? 3. Or was the issue regarding the connectivity of the dual/laparoscopic applicator with the pre-filled syringe? 4. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? 5. Was any leakage or product solution observed at the luer locks connection? 6. Were there any unexpected outcomes or complications as a result of the event? 7. Are there pictures of the damaged device available? This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.